Event description:
The customer stated observed spark from reagent refrigerator on back panel of architect i2000sr processing module during power surge. During the power surge the customer cycled power architect i2000sr processing module. The customer observed spark from reagent refrigerator when trying to turn on instrument. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the requested site visit, the field service engineer (fse) resolved the issue by reconnected the refrigerator, rgnt (7-76850-01) cables and the issues were resolved. No fire or injury to personnel reported. A review of tracking and trending data did not identify any related trends for the product for the issue. A review of the architect i2000sr, serial # (B)(6) service history, revealed no additional issues of sparking (charring/burn) observed due to a part, reported on the (B)(6). The architect system operations manual provide adequate information regarding electrical hazards and emergency shutdown of the i2000sr and troubleshooting of error code 9077. The architect I system service and support manual provides instruction for the removal, replacement, and verification of the refrigerator, rgnt (7-76850-01). The spark was limited to the refrigerator, rgnt (7-76850-01) and no charring/spark/burning was spread to other parts of the instrument. A review of tracking and trending of the refrigerator, rgnt (7-76850-01) did not identify any trends associated with the complaint issue. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. Based on the available information no product deficiency of the refrigerator, rgnt (7-76850-01) or architect i2000sr processing module, serial number (B)(6), was identified.

Event description:
The customer stated observed spark from reagent refrigerator on back panel of architect i2000sr processing module during power surge. During the power surge the customer cycled power architect i2000sr processing module. The customer observed spark from reagent refrigerator when trying to turn on instrument. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.